Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned a colleague infusion pump to baxter with the issue of a non-existent failure code of 903:05. During product evaluation, it was found that failure code 803:07 occurred before service and was caused by a slide clamp being left in the channel. Failure code 803:07 was found to be the as determined problem and the slide clamp was removed from the channel to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 903:05. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however the pumps were picked up from the sterile processing department. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.